Event description:
It was reported that during patient use the carescape b850 patient monitor emitted an unusual constant beep-beep tone that did not audibly correspond to an expected alarm tone or other recognizable tone, and did not correlate to any visual patient condition. As long as this tone is sounding no other discernible audible alarms will be announced. Visual alarms were not affected. There was no death or serious injury associated with this event, nor an indication that intervention was provided.

Manufacturer narrative:
Ge healthcare's investigation revealed that a software issue exists in which a sound resource is re-used, resulting in the reported "beep-beep" tone to be replayed. The issue will only occur when alarm tones are changed from default iec tones (as defined in iec (B)(4)) to legacy tones (ge defined tones) and remote alarm tone is changed from local (same tone as used in local monitor) to repeat (remote alarm is repeated with its own tone) in the default setup menu. In addition, only when a specific sequence of real patient alarms occurs simultaneously, both with the local patient or a remote patient monitored via this monitor, will the issue occur. In this scenario, the reported "beep-beep" tone will continue with no correspondence to the actual patient alarm messages on the display. However, the real patient alarm messages, existing and new, will be displayed normally on the monitor. The alarm light at the top of the display will continue to perform as described in the operations manual. The alarm sound sequences of the possible new alarms will not activate audibly at the monitor, but alarms are transferred normally to the networked central. The monitor must be rebooted in order to restore proper audible alarm function. Ge healthcare has corrected this issue in the next revision of software, which is being applied to forward production. No patient or user harm has been reported for this issue. No significant safety risk to patient or user has been identified with the issue as characterized. Warnings exist in the user's manual regarding possible equipment malfunctions. The carescape monitor b850 user's manual states: "equipment malfunctions, network or nurse call disconnection, and alarm volume settings may result in missed alarms. Always keep the patient under close surveillance." In addition, the manual states, "if an error message appears during operation, it is the licensed medical practitioner's responsibility to decide whether the unit is still suitable for patient monitoring. As a general rule, monitoring should only continue in extremely urgent cases and under the direct supervision of a licensed medical practitioner. The unit must be repaired before being used again on a patient. If an error message appears after power-up, the unit must be repaired before being used on a patient."